Event description:
It was initially reported that the patient had a generator and lead replacement for unknown reason. Additional information was later received that the patient had high impedance. Good faith attempts for product return are in process. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the generator and lead were discarded and will not be returned to the manufacturer for evaluation.

Event description:
On (B)(6) 2015 clinic notes were received dated (B)(6) /2011 which indicated that diagnostics revealed high impedance. The patient's seizures were noted to be increasing in frequency at this visit.